Event description:
A becton dickinson nexiva diffusics closed IV catheter system was unpackaged, and the catheter appeared to be broken. Upon inspection, the catheter tubing from the damaged product had detached from the flash chamber. Further analysis showed an apparent manufacturing defect where the coupling had not been properly fused to the tubing. The rest of the samples from lot number 3298351 were tested and none appeared to share the same defect.